Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for analysis. It was said the patient was experiencing a power cable disconnect advisory on the black lead. The clips and batteries were replaced; however, the alarms persisted. The patient was at the emergency department and connected to the power module, but the advisory continued. There were also several low voltage alarms reported. Log files captured abnormal power cable disconnects on the black power cable while on battery and power module. The battery and battery clip were replaced with same problem. The power cable disconnect alarm continued with emergency department¿s power module. There were no other notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. It was said the cause of the low voltages and power cable disconnects were unknown. Both the low voltages and power cable disconnects resolved with a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage hazard alarms were confirmed via review of the submitted log files. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. The log files captured atypical power cable disconnect and low voltage advisory alarms on 22mar2026. These alarms were due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. There were no other notable alarms captured in the log file. Pump operation was not affected by the atypical alarms. Provided information stated that clips and batteries were replaced and the patient was placed on power module power, but alarms persisted. Alarms resolved after the system controller was exchanged. A root cause for the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage hazard, and backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿, explain how to properly care for the equipment. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. It also instructs users how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.